Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During fill 2 of 8 the patient encountered multiple air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered in the pump module area and on the external of the cassette. It was also indicated that fluid was leaking from a possible rupture in the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment that evening. The patient did not return the cycler. The patient used the cycler the following day and has continued to use the cycler and has not had any issues since. The cycler is not available to be returned for an investigation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During fill 2 of 8 the patient encountered multiple air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered in the pump module area and on the external of the cassette. It was also indicated that fluid was leaking from a possible rupture in the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment that evening. The patient did not return the cycler. The patient used the cycler the following day and has continued to use the cycler and has not had any issues since. The cycler is not available to be returned for an investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.